Event description:
Ethicon 3 lap disc hand disc devices were being used by surgeons. This is a single-use device used in this case for laparoscopic cholecystectomy. The device is used to retain the gas in the abdomen and allow the surgeon to place his hand inside to manipulate internal structures. The assistant placed their hand in the device and noted the device was broken. The device was retrieved but the ethicon representative was unable to determine if all the parts were accounted for. The surgeon examined the open abdomen and nothing unusual was noted in the abdomen and the camera was utilized.